Event description:
Patient allegedly received an implant on (B)(6) 2008 due to pulmonary embolism (pe). Patient is alleging migration, fracture, organ perforation, and a partial retrieval (strut remaining). The patient is further alleging calcification of the device on the spinal cord, physical pain, mental anguish, emotional distress, physical impairment, fear, 2 post-implant deep vein thromboses (dvt), "ptd" (post traumatic disorder), and depression/anxiety. It was further reported that the patient underwent a filter retrieval due to no longer needing the filter and embedment of the filter into an osteophyte. Per a successful retrieval report, "no evidence of intestinal perforation or hemorrhage." "There is a single retained fragment of the ivc filter within the ivc at the level of l2 vertebral body, which is attached to the posterior wall of the ivc and in direct contact with the anterior osteophyte." "Moderate to severe stenosis of the infrarenal ivc at the level of the retained fragment with some chronic-appearing mural thrombus." "Using a 5-french rim catheter, an exchange length glide wire was advanced through a strut of the filter with the tip snared, creating a sling. Unfortunately, the tip of the filter could not be advanced into the sheath as it was embedded in the ivc wall. Therefore, the 5-french rim catheter was advanced along the posterior ivc wall and the glidewire was advanced cephalad around a fibrous band and subsequently snared. Using this fibrous band, we were able to advance the 18-french sheath over the tip of the filter. Endobronchial forceps were advanced through the sheath and clamped onto the tip of the filter. The filter was then sheath and removed." "Successful removal of infrarenal ivc filter. A single small support strut is retained in the posterior ivc wall, likely within a fibrous band. As is likely deeply embedded, this is likely inconsequential, and the risk of attempting to retrieve it is greater than the benefit." "Ivc filtration no longer needed clinically and is embedded in an osteophyte."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: tulip: fracture (strut retained within ivc), organ perforation, ivc stenosis, dvt, mural thrombus, migration, embedment/calcification of device in spinal cord, physical pain, mental anguish, emotional distress, physical impairment, fear, "post traumatic disorder," and depression/anxiety. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported physical pain, mental anguish, emotional distress, physical impairment, fear, "post traumatic disorder," and depression/anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog #/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip ivc filter device on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.